Event description:
Customer reportedly obtained results of 273 mg/dl and 116 mg/dl on the advantage system within 10 minutes. An additional comparison was reportedly performed with results of 365 mg/dl and 135 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.